Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -. Section d9, returned to manufacturer, of the initial medwatch report indicated: 11/21/2022. Section d9, returned to manufacturer, of the initial medwatch report should have indicated: 11/01/2022.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of oxygen delivery failure was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reported issue of a failure with device oxygen delivery that could cause or contribute to an adverse event was incorrect. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.